Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ extension set micro bore septum was damaged when flushing the tube during the infusion. This occurred on 15 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "the septum of q-syte was damaged when the nurse flushed the tube during infusion."

Manufacturer narrative:
H.6. Investigation summary a physical sample was not available for investigation but bd was provided with two photos of the defect for evaluation. A review of the device history record was performed for the reported lot, 7301755, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed a q-syte unit with the top disk of the septum pushed into the top part of the body. The unit appeared to have been used based off the traces of media observed throughout the q-syte. Based off the provided photo the engineer was able to verify the reported defect. However, without a physical sample available for investigation a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that the bd q-syte¿ extension set micro bore septum was damaged when flushing the tube during the infusion. This occurred on 15 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from chinese to english: "the septum of q-syte was damaged when the nurse flushed the tube during infusion".